Event description:
The customer reported via phone call that they visited emergency room for experiencing high blood glucose with blood glucose level of 511 mg/dl. The customer did not experience any symptoms of high blood glucose value. Customer was treated with manual injection. No further patient complications were reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history on the event date of 26-may-2019, there is no unexpected alarms/suspends and found bolus delivery of dailytotalofbolusinsulindelivered = 46 u. 05/26/2019 06:23:00.000 normalbolusdelivered normalbolusamountprogrammed = 13 bolusamountdelivered = 13 05/26/2019 14:48:38.000 normalbolusdelivered normalbolusamountprogrammed = 10 bolusamountdelivered = 10 05/26/2019 20:28:54.000 normalbolusdelivered normalbolusamountprogrammed = 11 bolusamountdelivered = 11 05/26/2019 22:39:42.000 normalbolusdelivered normalbolusamountprogrammed = 12 bolusamountdelivered = 12 as per the fomatted history file, a one time 12 u bolus was delivered for the event date of 26-may-2019. There is no additonal 12 u bolus recorded. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. All buttons function properly. No stuck button alarm noted during the testing. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Pump passed the keypad voltage test. Pump was cut open to perform visual inspection and found slight corrosion on the electronic assembly. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: 06/05/2019 09:40:44.000 and 06/05/2019 09:50:00.000 due to slight corrosion on the electronic assembly. Force sensor zero offset within specification (22.8 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. A cracked retainer was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs ad low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery was not confirmed. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file due to slight corrosion on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. S.w version 4.10c, retainer ring = clear. Customer returned pump for an alleged visit to emergency room and was hospitalized for high bgs found on 21-jul-2022. Also, on (B)(4), svn#: (B)(6) - customer returned pump for an alleged high bg found on 14-jun-2019, on (B)(4), svn#: (B)(6) - customer returned pump for an alleged stuck button alarm found on 05-jun-2019, on (B)(4), svn#: (B)(6)- customer returned pump for an alleged possible over delivery and low bgs found on 26-may-2019 and on (B)(4), svn#: (B)(6)- customer returned pump for an alleged low bgs found on 26-may-2019. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history on the event date of 26-may-2019, there is no unexpected alarms/suspends and found bolus delivery of dailytotalofbolusinsulindelivered = 46 u. 05/26/2019 06:23:00.000 normalbolusdelivered normalbolusamountprogrammed = 13 bolusamountdelivered = 13 05/26/2019 14:48:38.000 normalbolusdelivered normalbolusamountprogrammed = 10 bolusamountdelivered = 10 05/26/2019 20:28:54.000 normalbolusdelivered normalbolusamountprogrammed = 11 bolusamountdelivered = 11 05/26/2019 22:39:42.000 normalbolusdelivered normalbolusamountprogrammed = 12 bolusamountdelivered = 12. As per the fomatted history file, a one time 12 u bolus was delivered for the event date of 26-may-2019. There is no additonal 12 u bolus recorded. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. All buttons function properly. No stuck button alarm noted during the testing. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Pump passed the keypad voltage test. Pump was cut open to perform visual inspection and found slight corrosion on the electronic assembly. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: 06/05/2019 09:40:44.000 and 06/05/2019 09:50:00.000 due to slight corrosion on the electronic assembly. Force sensor zero offset within specification (22.8 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. A cracked retainer was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs ad low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery was not confirmed. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file due to slight corrosion on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. This report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.